Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother reported that the pump rebooted without user intervention four times in the week prior to contacting animas. She said it rebooted eight times without user intervention the day she called animas. The battery cap was reportedly replaced 3-4 months prior to the contact and there was no visible damage to the battery cap or pump. She said she tried 2-3 different batteries within a week. The rptr denied any extreme blood glucose excursions, but states the pt's blood glucose fluctuated more than normal over the two days prior to calling animas. There is no evidence of a serious injury or adverse event.